Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and intermittently paused insulin delivery, including during exercise, and reported inconsistent cgm and bgm readings without recent calibration, with the sensor in place for approximately eight days and infusion set changes noted. Symptoms included weakness consistent with hypoglycemia. Outcomes included the need for oral carbohydrate treatment and stabilization of blood glucose after treatment, with no medical intervention beyond self-treatment and no hospitalization. Investigation included troubleshooting and education, including counseling on the 15 grams carbohydrate every 15 minutes approach for hypoglycemia and referral for additional training and potential settings review by clinical support. Investigation of this case revealed user technique concerns, including overtreatment of lows, pump pauses that could influence glucose trends, and possible cgm calibration and workflow issues during prolonged work hours. It was concluded that the event was consistent with hypoglycemia associated with user management practices and device use behavior, and additional training was recommended to optimize therapy and hypoglycemia treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.